Event description:
It was reported that a black foreign matter was observed in an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during setup, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between february 23, 2023 -february 24, 2023. H11: the actual device was provided for evaluation filled with an unknown solution. During visual inspection a small black foreign particulate was observed floating in the tpn solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.